Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). A visual evaluation of the returned device found the basket was closed and the tip still intact. The side car-rx presented pushback out of specification. Additionally, functional evaluation was performed and showed the basket would open and close with no issue. The evaluation concluded that during the procedure manipulation of the device and interaction with the scope or other devices most likely contributed to the side car pushback. Due to anatomical and/or procedural factors encountered during the procedure, performance was limited. Therefore, the most probable root cause of this complaint is operational context. A review of the device history record (DHR) was performed; no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a trapezoid ¿ rx basket was used in the bile duct during a bile duct stone removal procedure on (B)(6) 2016. According to the complainant, during procedure, the trapezoid ¿ rx basket was inserted into the scope. On the endoscope screen, it was noted that the basket did not fully retracted into the sheath. Additionally, the basket was found difficult to insert into the papilla. The device was removed from the patient and was confirmed that the basket does not fully retract into the sheath even though the handle was completely closed. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿good¿. This event has been deemed reportable based on the investigation results; side car-rx (guidewire port) pushback.